Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported damage to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. The exact date that the damage occurred was unknown, and no product will be returning to abbott. The patient was discharged home. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook, rev. C, contains care information regarding on how to care for the driveline. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 22may2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a tear in their driveline sheath with twisting at anchor. There was rescue tape proximal to the controller insertion site for a prior tear. The event date has been estimated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.